Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the touchscreen is not responding at times. The customer informed that he cleaned the touchscreen and recalibrated it. It was observed that the touchscreen has physical damage. The rse provided the customer with parts ID for the touchscreen (front bezel); front panel assembly, v60. Transferred customer to parts desk to order parts.

Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the touchscreen is not responding at times. The customer informed that he cleaned the touchscreen and recalibrated it. It was observed that the touchscreen has physical damage. The rse provided the customer with parts ID for the touchscreen (front bezel); front panel assembly. Transferred customer to parts desk to order parts. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 11/05/2022, 11/21/2022 and 12/01/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the screen was freezing. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.